Event description:
The user discovered questionable ise results for one patient sample due to a negative anion gap. The user pulled the sample and repeated testing. Of the data provided, the results for sodium and potassium were discrepant. All results are in mmol/l. The initial sodium result was 110 and the repeat result was 122. The repeat result from another cobas c501 was 122. The initial potassium result was 4.91 and the repeat result was 6.11. The repeat result from another cobas c501 was 6.03. The erroneous results were not reported outside the laboratory. The patient was not adversely affected. The sodium and potassium electrode lot numbers were not provided. The field service representative could not find a cause and took no remedial action. To verify the analyzer operation, he ran ise performance checks which passed.

Manufacturer narrative:
A specific root cause could not be identiifed. No instrument malfunction was detected based on the information provided. Insufficient informatino was provided for further investigation.